Manufacturer narrative:
The gluc3 reagent lot number was 74766101 with an expiration date of 30-nov-2024. A general reagent issue can be excluded as calibration and qc were acceptable. The provided data for investigation showed that the sample pipette was clogged and contaminated with the serum due to insufficient water pressure in the wash. With the support of the field service engineer, the field application specialist adjusted the wash pressure. Performance tests were then done and they were successful. The instrument was back in operation. The cause was due to a component failure (insufficient water pressure in the wash).

Event description:
We received an allegation about discrepant results for 3 patients' serum/plasma samples tested with glucose hk gen.3 (gluc3) assay on a cobas c503 analytical unit. Sample 1: initial result: 59.0 mg/dl. Repeat result: 83.3 mg/dl. Sample 2: initial result: 63.5 mg/dl. Repeat result: 92.6 mg/dl. Sample 3: initial result: 56.2 mg/dl. Repeat result: 83.2 mg/dl. The customer questioned the initial results as they did not match the patient's clinical history. No questionable results were reported outside the laboratory and samples were repeated. The repeat results were deemed to be correct.